Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will consult their hcp about the lows. The customer also reported a high blood glucose event. The insulin pump will not be returned for analysis.